Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes and oversensing due to noise were noted on the right atrial (ra) lead. Unstable capture threshold was also noted on the ra lead. No action was performed at this time. The patient was in stable condition.